Event description:
New information received on nov 19, 2018, indicates that the lead also had an insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with low impedance on the right atrial lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable.